Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a portion of the pump touch screen was unresponsive. Reportedly, the customer was unable to tap on the "resume insulin" option. At the time of the report, the issue was resolved and the customer was successfully able to tap on the option. The customer successfully resumed insulin and declined further troubleshooting. The customer's blood glucose was 182 mg/dl.